Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 01/21/2017. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted the port base to be discolored, yellow in color. Four sutures were noted on the port holes. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, the end of the band tubing was observed to have a surgical end cut, consistent with removal of the device. No other unusual characteristics were noted on the returned port. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Reoperation to remove the device is required. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient had their entire lap-band system removed and replaced due "wound infection."